Event description:
The physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a 100% occluded sfa graft. The physician was aware that this was a coronary artery approved stent and that this use was not per label indications. The device was inspected and prepped as per IFU prior to use. It is reported that the device failed to cross the target lesion and post removal the stent was noted to be stretched. The physician proceeded to reinsert the device in an attempt to cross the lesion again. The device was inflated with no issues noted. It was reported that the device failed to deflate as expected. A bigger syringe was used to apply negative pressure in an attempt to deflate the device but this attempt was unsuccessful. Manual compression was attempted with no success. Finally the device was deflated by using a needle to puncture through the thigh into the sfa graft and into the balloon. The delivery catheter and balloon were removed. The final run off showed no complications. No further clinical sequelae were reported.

Manufacturer narrative:
(B)(4).